Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, an alert for one single low pacing lead impedance. Programming change was made; no further intervention was performed. The patient is in good condition.